Event description:
It was reported the patient experienced an infection of unk origin. The patient was treated with IV antibiotics and via intrathecal pump. This event was referenced by an hcp in a follow up email in regards to a patient's request for additional information on the internet. See manufacturer's report #3007566237201002364.